Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and had the customer remove the panel and inspect the instrument. The customer found that the vent/waste chamber (vc3) was filled with fluid. The customer requested service to check the instrument. A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found and replaced pinch valve pv21 actuator that was sticking and not letting the needle bellows drain, resolving the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 10ml from the needle cartridge assembly on a coulter lh 500 hematology analyzer while running an instrument cleaning cycle. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.